Event description:
Routine complaint investigation confirms two falsely low blood glucose results. Analysis indicates that this malfunction, were it to occur for certain pts. Under certain conditions, could result in serious adverse clinical effects to the user of the system.

Manufacturer narrative:
Electronic testing of the returned sensor (lot #t411) was performed. A simulated assay was implemented and met specification. No physical defects were observed relative to the sensor. The led display functioned appropriately with all segments visible. Sensor electronic functionality was within specification a calibration code change could not be duplicated during the testing of the sensor. The only conclusion is that the user of the system calibrated the sensor using improper technique and/or materials. No further investigation is required.